Event description:
Following a knee arthroscopy procedure, it was reported the pt had sustained a first degree post-surgical burn to pt's lower left leg below the surgical site approximately 7 cm long by 1 to 1.5 cm in width. The burn was treated (treatment details were not provided). It was reported that wand suction line was not attached to hosp vacuum equipment as prescribed by the instruction for use.

Manufacturer narrative:
The device was not retained by the hosp, therefore, the device is not available for investigation. A review of the lot history record will be performed, and a follow up report will be provided.